Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis team. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. M-1c/m-0b errors are in error log

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, monopolar energy would not work. The staff tried two different monopolar instruments and three different monopolar instrument cords. The staff power cycled the generator and moved the monopolar instrument cord to the bottom monopolar port and the monopolar energy started working. The procedure was completed as planned with no reported injury.